Event description:
It was reported that during routine follow-up, intermittent undersensing was observed. Patient was asymptomatic. Programming changes were made and resolved the undersensing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6).